Manufacturer narrative:
The concomitant bl3170 handpiece device was evaluated and no problems were found. Cause of complaint could not be determined, as the reported issue was not reproducible and no abnormalities were identified during evaluation. The pack was not available for evaluation. Therefore, we are unable to investigate further for root cause. The lot history, trend analysis, risk analysis and directions for use reviews were considered acceptable, with the products performing within anticipated rates. No corrective action is required.

Event description:
A user facility in australia reported that the incision was burnt and sutures were required. The patient recovery is being monitored, with improvement seen at weeks one and two.

Manufacturer narrative:
The disposable pack and its packaging with lot number were discarded after use and not available. A device history review is not possible. The concomitant bl3170 handpiece device history was reviewed and found to meet manufacturing specification. The root cause of this complaint could not be determined as the complaint unit was not available for analysis. Although requested, the lot number was not available, therefore the UDI-pi is not available. The investigation is ongoing.